Manufacturer narrative:
Initial.

Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor (cgm) sensor would not pair to the ilet after the user had already paired the sensor to the dexcom app and a receiver; the user subsequently ended the sensor session on the dexcom receiver, which rendered the sensor inactive and prompted a replace sensor notification. No adverse clinical symptoms reported. Outcomes included the user applying a new sensor and being referred to dexcom for sensor replacement. User support included troubleshooting and education on pairing rules for the sensor and ilet. Investigation of this case revealed that the pairing failure was due to user setup, as a dexcom g7 sensor can only be paired with one medical device, and ending the session on the meter terminated the active sensor session. It was concluded, based on previously established findings for similar reports, that the cause was user error during device pairing and sensor management.